Manufacturer narrative:
As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. Per the medical records, the indication for filter was blunt trauma with t-12 burst fracture from a horseback riding accident. Under general anesthesia, a venocavogram located the renal veins and assessed the caliber of the ivc. The filter was successfully placed in an infrarenal position. There were no reports of complications. During this hospitalization spinal fusion with instrumentation was completed (t10-t12), laminectomy and bone graft to fracture site were completed. The report states that the filter subsequently malfunctioned including tilt of the filter. Approximately four months post implant, the patient was seen for filter removal consultation. During the removal procedure, a venogram revealed a patent external and common iliac vein on the right. The vena cava was patent with no narrowing noted. The filter was successfully snared; however, the device did not fully collapse, it appeared embedded and the removal attempt was aborted. Imaging done after the removal attempt revealed a 40% stenosis in the ivc. No thrombus was noted. There were no reports of complications. Approximately five months and one week after the index procedure the patient presented with groin pain. No pseudoaneurysm was noted and the patient was sent home. Approximately eight years and two months post implant, a CT revealed that the filter was tilted, and an incidental renal stone was noted on the left side. Per the patient profile form (ppf), the patient reports filter tilt and retrieval difficulty. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Stenosis of the ivc is associated with all ivc filter products and does not represent a device malfunction. A protective inferior vena cava (ivc) filter may later be incorporated into a chronic post-thrombotic ilio-caval obstruction (occlusive, requiring recanalization, or nonocclusive). Obstruction of varying types of ivc filters may occur due to primary thrombosis of the filter or capture of large emboli. Permanent ivc filters have been reported to obstruct in up to 20% of patients. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Pain does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Reporter occupation: other, senior counsel, litigation. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. Please note that this is the initial report for this product. Additional information is pending and will be submitted within 30 days of receipt.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to tilt of the filter and the resultant symptoms. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, loss of enjoyment of life and other damages. Additional information received per the medical records state that the indication for filter placement was multiple blunt trauma with t-12 burst fracture from a horseback riding accident. Under general anesthesia, a venocavogram located the renal veins and assessed the caliber of the inferior vena cava (ivc). The filter was successfully placed into the infrarenal area of the inferior vena cava. There were no reports of complications. During this hospitalization spinal fusion with instrumentation was completed (t10-t12), laminectomy and bone graft to fracture site were completed.   The medical records state that three months after the implant procedure, the patient was seen for filter removal consultation. During the removal procedure, a venogram revealed a patent external and common iliac vein on the right. The vena cava was patent with no narrowing noted. The filter was successfully snared; however, the device did not fully collapse, it appeared embedded and the removal attempt was aborted. Imaging done after the removal attempt revealed a 40% stenosis in the ivc. No thrombus was noted. There were no reports of complications. Approximately five months and one week after the index procedure the patient presented with groin pain. No pseudoaneurysm was noted and the patient was sent home. Approximately eight years and two months after the index procedure a computed tomography (CT) scan was done for filter assessment. The imaging revealed that the filter was tilted and an incidental renal stone was noted on the left side. Additional information received per the patient profile form (ppf) states that the patient experienced tilting of the filter. Approximately four months after the index procedure there was an unsuccessful percutaneous removal procedure.